Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that when he goes into seating with the center button, it goes back into drive by itself. No error codes. No warnings before it happens